Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a cardiac ablation with a optrell mapping catheter with trueref technology, prior to ablation, the patient experienced iliac artery dissection. It was reported that during the procedure, the patient experienced iliac artery dissected during introduction of optrell catheter. The rise of the optrell was difficult, and after several trials the iliac artery was dissected. Surgery was delayed due to the reported event.